Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The ribloc low profile guide assembly (part number rbl2520, batch number 583986) was returned for evaluation. The returned drill guide was visually examined under magnification. The slider piece of the ribloc low profile guide was broken near the end of the slider where the pin was welded into the slider. The pin was welded into the top of the slider where it broke. The threads on the slider were not damaged at the end where it broke. The fractured surface appeared to be brittle, with a uniform rough texture suggesting that this was a single overloading event rather than a series of overloading events. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery, when removing the guide from the plate the guide broke. Both pieces of the guide were able to be removed without incident. The surgery was completed with the spare low-profile primary guide with no delay. There were no adverse patient consequences reported.